Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that one of the previous leads "broke." Follow-up with the physician's office was attempted, but no further information could be obtained. The device registry system showed the right atrial and right ventricular leads were both explanted and replaced about nine years earlier. No patient complications have been reported as a result of this event.